Manufacturer narrative:
The reported event is confirmed but the cause is unknown. Evaluation of the returned sample, performed by futurematrix interventional, stated that there was a small longitudinal burst on the shaft approximately 10mm from balloon. The burst itself was approximately 3-4mm in length. Futurematrix interventional concluded that a definitive root cause could not be determined since no lot number was associated with this complaint and therefore traceability is limited for the investigation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings]: method of use: 1. Do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended rbp. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. 2. Do not use air or any gaseous substances as a balloon inflation media, always use sterile liquid media. 3. If resistance is felt when removing either the catheter or the guidewire from the working sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation. [Contraindications] method of use: 1. This product is for single use only. Do not resterilize. 2. Do not use this device in the presence of conditions which create unacceptable risk during the dilation of the urinary tract. [Shape, configuration and principles]: the x-forcetm u30 is a dual lumen catheter with a balloon mounted on the distal tip. It has a radiopaque tip and two radiopaque markers beneath the balloon that define the working length. The lumen labeled with rated burst pressure (rbp) is for balloon inflation. The other lumen allows the catheter to track over a 0.038 inch (0.97mm) guidewire and can be used for infusion of contrast medium."

Event description:
It was reported that the shaft on the catheter was broken, therefore the catheter was removed. The break was found as the contrast leaked as the pressure rose.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the shaft on the catheter was broken, therefore the catheter was removed. The break was found as the contrast leaked as the pressure rose.